Event description:
Adverse event(s): "halos" (halo). Product problem(s): "haptic of the lens has been broken' (break [haptic]), "implant is off-centered" (dislodged or dislocated [iol (intraocular lens) implant]). A pharmacist reported that during an intraocular lens (iol) implant surgery, the haptic broke while the iol came out off the injector. In a follow-up, the surgeon reported that the iol remains implanted but off-centered. The surgeon reported the patient is having ocular discomfort which was described as halos (when her pupil is dilated) and can see the edge of the iol. Because the patient's va is "good", no explantation is planned. No further information is expected.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested and received. (B)(4).